Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable tachy lead - (B)(6) 2000; 4194 implantable pacing lead - (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.